Manufacturer narrative:
The reagent lot number was 857899. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable lipase colorimetric assay results from the cobas 6000 c501 module that do not agree with the clinical status of the patient. The initial result was >446.7 u/l, and the automatic repeat result was 513.3 u/l. A new sample was drawn from the patient on 18-jun-2015, and the result was 34.1 u/l.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation did not identify a product problem. The event was consistent with a transient clinical event in the patient, causing a valid, temporary elevation in lipase.